Manufacturer narrative:
Detailed analysis revealed a hole in the atrial and ventricular setscrew seal plugs was observed. Testing confirmed normal electrical function. The observed noise could not be confirmed in the laboratory although the observation of a hole on the atrial and ventricular setscrews could have caused the noted clinical observation of noise. The observation of asystole for > 2 seconds could not be confirmed.

Event description:
Boston scientific received information that noise was noted on the atrial and ventricular channel associated with this pulse generator (pg). The patient felt tired and noise was reproduced through several manipulation maneuvers. Analysis of the episodes noted that one episode resulted in asystole for > 2 seconds. A possible connection issue or a lead issue was suspected but not confirmed. Both the atrial and ventricular leads are competitor leads. The most recent information suggests that a revision was performed and the device was explanted and will be returned while both the competitor leads were capped. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.